Event description:
It was reported that the device failed to recharge the battery and the patient was not able to use it. There was no harm to patient, the treatment was stopped until next day when a back-up device was delivered.

Manufacturer narrative:
H3, h6: the device, used in treatment, has been received for evaluation. A visual inspection found no defects. The functional evaluation found that the battery was defective and unable to charge, it was also found that the pump assembly was defective, however this does not have any influence on the devices ability to charge. This evaluation has been able to establish a relationship with the failure reported. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure have been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional actions are required. This investigation has now been closed and recorded as battery and pump failure. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.